Event description:
On (B)(6) 2022 patient reported to a nalu representative that there was bleeding around the site of the nalu external clip. Patient was instructed to follow up with physician. Patient was examined by the physician on (B)(6) 2022 and found necrosis around the implant site with the legs of the implanted pulse generator exposed. Decision was made to explant the system and place patient on antibiotics. At the time of reporting there has been no reports of infection or of device failure.